Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, when the user performed a soft shutdown of the device, the device sometimes rebooted automatically while running on battery backup power. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section b describe event or problem, section d medical device brand name & section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-nov-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) conducted testing on station across three shutdown scenarios. In the first scenario, a bd user logged in, navigated to shut down under station configuration utility, waited for the shutdown to complete, and then flipped off the power switch, the station shut down normally and remained powered off. In the second scenario, after initiating shutdown from station configuration utility, the power switch was turned off while the medapplication was still running, the station again shut down normally and remained powered off. In the third scenario, after initiating shutdown from station configuration utility, the power switch was turned off while the system was at the windows desktop, the station also shut down normally and remained powered off. Further the tss confirmed that the reported issue could not be replicated, and no further investigation was required. The system functioned as intended when the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ pro medstation¿ main, when the user performed a soft shutdown of the device, the device sometimes rebooted automatically while running on battery backup power. However, there were no delays, adverse events or injuries reported based on this event.